Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failed to cross lesion and required use of an additional stent which is medical intervention. Device issue: failure to advance. It was reported that the graftmaster stent was used to treat a perforation in the proximal circumflex artery that was caused by a non-abbott dilatation balloon; however, the stent did not cross the perforation. Therefore, another unknown bare metal stent was used to successfully treat the perforation. There is no additional event or patient information available.

Manufacturer narrative:
(B) (4). (B) (4).